Event description:
On (B)(6) 2012, the pt reported experiencing elevated blood glucose and she feels like boluses from the infusion device are not being delivered. She stated that at 1:00am on 05/20/2012 she felt sick to her stomach and was vomiting. Her blood glucose measured 323 mg/dl at 3:00am and would not decrease despite bolusing through the infusion device. She state that this morning her blood glucose measured 259 mg/dl and she had a glass of milk and oatmeal and bolused 5 units of insulin. At lunch her blood glucose measured 534 mg/dl. She stated the bolus she took for breakfast should have decreased her blood glucose. Her normal blood glucose range is 150-250 mg/dl. She stated this issue has been ongoing for 3 weeks. She has changed the infusion set headrest twice since (B)(6) 2012 and the infusion tubing and insulin cartridge have been changed once. The adapter was changed a week ago. The battery cover has never been changed and she was advised to change with every 4th battery change. She stated when she primes the infusion tubing it takes 2 prime cycles for insulin to drip from the tubing. She stated she is stressed due to an upcoming surgery due to blockages in her legs. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and the infusion device and adapter were requested to be returned for eval. The infusion set and insulin cartridge had been discarded.